Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery longevity was very short. Customer changed batteries several times a day. Customer's blood glucose was 51 mg/dl which was treated with juice. Customer reported that insulin pump was dead even during training. Customer received new battery cap and insulin pump was still powered off. Customer was not able to fully troubleshoot due to off no power. Insulin pump failed displacement test. Customer was advised to monitor insulin pump.